Event description:
It was initially reported that a vns pt would undergo generator revision surgery to address a recent increase in seizure activity. All systems diagnostics performed prior to surgery were within normal limits, however, specific results were not provided. During revision surgery, low impedance warnings were obtained on systems diagnostics when the new 104 generator was connected to the old lead. Generator diagnostics were okay indicating there may be an issue with the lead. Systems diagnostics were also okay when the old lead was connected to the old (101) generator. The lead was replaced as well, however, the old lead was not explanted from the pt and will not be returned to the manufacturer for product analysis. There were no reports of pt manipulation or trauma and no x-rays were taken.

Manufacturer narrative:
Device failure suspected however device was not removed from pt. Unable to follow up.